Manufacturer narrative:
Date received by manufacturer: should be 09/29/2017.

Manufacturer narrative:
Investigation summary: sample evaluation we have been provided with three affected samples. A leakage through the plunger rod was observed in this provided samples. After that we could determine that the leak was always in the position of the scale, and we could confirm damage in the barrel wall due to the marking process, which produced the reported leakage issue. Root cause analysis: based on the evaluation of the samples, we have concluded that the origin of the reported issue was related to a defective stamping of the barrel, what damaged the barrel wall, producing the reported leakage issue. The process we use to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, we interpose a special black printing foil. By pressure, the stamp pushes the printing foil and its component is embedded in the barrel wall. According to the evaluation of the received samples and our manufacturing records, we think that, due to some temporary maladjustment of the printing device, an excessive marking of the scale may damage the external wall of the barrel causing the reported leak. Confirmation the provided samples presented the reported issue. We could confirm the reported issue. CAPA determination no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2011 (december 2 - 4th, 2016). Syringes were assembled in lot #6328025. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6328024, and #6301172 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6337094, #6334357, #6319458, and #6326237 and no problems, defects or qn related to the reported issue were found confirmation the provided samples presented the reported issue. We could confirm the reported issue. CAPA determination no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that the bd discardit ii syringe 20 ml with needle 18 x 1 1/2" leaked from the end of the plunger rod. Found during use by nurse. No serious injury or medical intervention noted.